Manufacturer narrative:
Previously reported on pr (B)(4). With MFR report #3003832357-2024-00576. Device investigation was completed on pr (B)(4).

Event description:
It was reported to philips that using ECG an error occurred on the monitor's screen unexpectedly. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.